Event description:
It was reported that during inspection of instruments it was noticed that some were worn and broken. The screwdriver has corners that were rounded, the holding sleeves were worn, and the tip of the straight tip driver appeared to have a piece that sheared off. There was no patient involvement. This is report 4 of 4 for com-(B)(4). This report is for the straight tip driver,

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product development evaluation reported the distal tip of the driver shaft was received fractured and remaining tip exhibits slightly twisted lobes in counterclockwise direction. The liberated portion was not returned. One (1) straight tip star-driver shaft part 03.632.401 (lot# 7614372) was received. This instrument is part of the matrix spine systems. The applicable technique guides (reference (B)(4)) and related literature ((B)(4): technique addition) were reviewed. No current matrix technique guide includes this device however this is included on addition literature (for degenerative and deformity) and it is indicated for final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers besides the device reported however the addition literature refer only selected alternative drivers (based on compatible functionality: 03.632.002, 03.632.072, 03.632.400 and 03.632.401). A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. Upon inspection of received driver shaft, the distal tip was received fractured and remaining tip exhibits slightly twisted lobes in counterclockwise direction indicating this failure occurred during loosening. The liberated portion was not returned. Evidence suggest this failure may have been caused by excessive torque applied; the fracture seen is consistent with laboratory testing previously conducted ((B)(4)) which demonstrates that yielding occurred at approximately 15nm and shearing occurred at greater than or equal to 20nm. It is likely that either the 10nm torque limiting handle was out of calibration or it was not used while trying to loosen a locking cap. However it is not clear how this instrument has been used prior detection of this defect. A review of the applicable tabulated driver drawing ((B)(4)) was performed. This drawing call out the appropriated dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion it is not clear how the condition seen was caused, the design of reported device was found to be adequate for its intended use and did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.